Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 9mmol/l at the time of incident. Customer stated that the insulin pump up button is impossible to press. The insulin pump is being replaced and is expected to return for analysis. No further information is given.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on up arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self test.